Event description:
It was reported that an alert was generated for a lead safety switch (lss) due to an out of range pacing impedance measurement on the atrial channel. Lead trend data identified measurements between 1906 ohms and 1998 ohms the week prior to the alert. Further assessment of this competitive atrial lead was recommended. The system remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided. Additional information was received that the clinical observations were reported to the following physician. The patient has not been seen in clinic yet and may not be followed until next month. No adverse patient effects were reported. As no further information has been received at this time, our investigation is complete. This investigation will be updated should further information be provided. It was reported that out of range atrial impedance measurements have continued. Daily impedance measurement of 2220 ohms noted. Lead trend shows fluctuating high atrial impedance measurements and threshold measurements. Further lead assessment, including consideration of alert range reprogramming recommended. This alert will not retrigger until the device is interrogated with a programmer. This device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being submitted with updated event details.

Event description:
It was reported that an alert was generated for a lead safety switch (lss) due to an out-of-range pacing impedance measurement on the atrial channel. Lead trend data identified measurements between 1906 ohms and 1998 ohms the week prior to the alert. Further assessment of this competitive atrial lead was recommended. The system remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information has been received at this time, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that the clinical observations were reported to the following physician. The patient has not been seen in clinic yet and may not be followed until next month. No adverse patient effects were reported. As no further information has been received at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for a lead safety switch (lss) due to an out of range pacing impedance measurement on the atrial channel. Lead trend data identified measurements between 1906 ohms and 1998 ohms the week prior to the alert. Further assessment of this competitive atrial lead was recommended. The system remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.